Event description:
It was reported that air bubbles were observed within the cartridge. There was no adverse impact on the customer's blood glucose level. The customer continued to use the supplies and resumed insulin therapy.